Event description:
It was reported that the ventilator failed flow and o2 sensor tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer and o2 sensor tests during pre-use check (puc). After inspection, the pneumatic back-plane was preliminarily judged to be broken. It was later informed that the hospital had decided not to repair it for the time being. During ventilation, fault conditions related to the reported puc failure modes may lead to low o2 concentration which may cause an adverse event depending on the patient's sensitivity. The reported puc failures could be confirmed from the received device logs. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#:(B)(4).